Event description:
Literature: pinsker mo, volkmann j, falk d, et al, deep brain stimulation of the internal globus pallidus in dystonia; target localization under general anesthesia. Acta neurochir (wien), 2009; 151(7): 751-758. Summary: this article presents a single center experience of all consecutive operations on a total pts with general, focal or segmental dystonia undergoing dbs implantation with the target site in the globus pallidus intemus, all done under general anesthesia, using MRI based stereotactic anatomical targeting, intra-operative mer, and test stimulation to determine electrical thresholds of adverse effects. Reportable event: in two pts, electrodes had to be removed temporarily, due to infection, but they were able to be re-implanted without sequela. Reference literature article attached to MFR report # 2182207200905483.